Event description:
Per complaint email: the needle eye snare perforation the vasculature. Lead: sjm riata rv-2008; redundant rv lead of unk model type; ra lead of unk model type. Injury: vascular tear of unk origin. Intervention: sternal window performed in ep lab, pt then transferred to operating room for a complete sternotomy; pt status in unk. E-mail received from kim ''donogue from dr. Freedom: "(B)(4): tamponade during use of nes via femoral vein. Required immediate subxiphoid incision for resolution. Pt subsequently underwent surgical placement of epicardial pacing leads via same incision. Placement of epicardial leads was actually planned as part of procedure from the start. Location of perforation was never identified, presumably intrapericardial svc, ra, or rv. Pt did well."

Manufacturer narrative:
(B)(4). According to info supplied to trackwise, the product are not being returned for eval. Product not returned for eval.